Manufacturer narrative:
The meter was received for investigation. The circuit board is contaminated by penetrated liquid which affects the conductive rubber contacts. This contamination can lead to the issue observed by the customer and is due to improper handling or maintenance.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The patient's meter was requested for return. The product has not been received at this time. The investigation is ongoing.

Event description:
There was an allegation of a display issue with the coaguchek xs meter. The patient reported that the display was dim and remained dim after changing the batteries. The patient performed a display check and all the segments appeared. The patient had a hard time seeing the date and time, and the patient couldn't see the strip on the display. The patient confirmed the display was dim but was able to see the result of the last test on the meter, 3.2 inr.